Event description:
It was reported that a patient with an toric intraocular lens (iol) is scheduled for an iol exchange on (B)(6) 2025 as the existing iol had a haptic dislocate from the bag in the patient's left eye, necessitating the exchange. The impact to the patient was the patient's visual acuity. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.